Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had registered a paresthesia in her ci on (B)(6) 2013 and that since then cannot use her ci because it is painful. On (B)(6) 2013 the paresthesia had increased. Re-implantation surgery was performed on (B)(6) 2013.